Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding.') In an adult female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain") and uterine cervical pain ("cervical pain"). At the time of the report, the genital haemorrhage, pelvic pain, back pain and uterine cervical pain outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain and uterine cervical pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding.') In an adult female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain"), uterine cervical pain ("cervical pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, back pain, uterine cervical pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menstrual disorder, pelvic pain and uterine cervical pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event unusual periods and cramping were added. Action taken with drug added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding.') In an adult female patient who had essure (batch no. B09703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("lower back pain") and uterine cervical pain ("cervical pain"). At the time of the report, the genital haemorrhage, pelvic pain, back pain and uterine cervical pain outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain and uterine cervical pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. New events lower back pain and cervical pain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.